Event description:
Why did the FDA approve the class 2 medical device of a mcghan silicone implant which was banned in the 90s? It was put in me in 2006 and I was very sick as it is a single lumen shell; when the FDA wanted more updates, none of the "old ones" were allowed in 2006. I was to be put in a study, but plastic surgeon (ps) did not put me in it. I almost lost my life in 2007 after my toxic shock as the implant stitches came out. Implant replaced and then put in a study. The adverse effects I was having: (going from (B)(6) to (B)(6)) as well as cfs, lupus, hair loss, night sweats, and thyroid problems. They (allergan) then took me out of the study. Ironically my ps did the study and never mentioned any of my problems. Then I went to sientra in 2014 and they were textured, I had a slow bleed that almost killed me again. Keep in mind that when I had seizures (autoimmune seizures from 2008 to 2014 and then again in 2018) I would go to my neurologist and of course with autoimmune issues (lupus etc) I went to my rheumatologist. No one ever put two and two together to see if it came from the implants. It was not until 2018 I figured out what it was. My biggest question is why did the FDA not help with monitoring the implants or the studies and still allow us to be guinea pigs for your tests? Again, I do want the 1976 implant by mcghan question answered. Thank you. (B)(6). FDA safety report ID# (B)(4).